Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken knob, the encoder was found to be pushed inside the device, the lower case and output connector nuts were contaminated and the display wires were pinched with the red wire insulation exposed. The encoder switch assembly was replaced as a preventive and it was noted that the knob was missing. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that the external pulse generator's knob located under the pause button was broken. Per follow-up, the knob was still functional, just broken. The generator was returned for service. There was no patient involvement. It was further reported that the device subsequently tested out of specification during manufacturer's analysis.